Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: 0212568958, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 21-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (1000 mcg/ml at 172 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient had increased spasticity and, therefore, they increased the daily dosage, but with no clear effect on the spasticity. As a next step, they performed a catheter and pump test procedure on (B)(6) 2019. A sideport test was performed, and they found contrast agent around the catheter pump segment near the pump, leading to assumed catheter connection leakage. The catheter pump segment was replaced on (B)(6) 2019. During the surgery, they observed liquid under the transparent cover/boot of the catheter pump segment connection. The issue was resolved. There were no reported contributing factors. The explanted segment would be returned. The patient status was alive - no injury. Further complications were not reported.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. If information is provided in the future, a supplemental report will be issued.